Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a small rash under the front therapy pad. The patient reported sweating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to use benadryl. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a small rash under the front therapy pad. The patient reported sweating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to use benadryl. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.